Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the cylinders looked as if they were crooked or had buckling. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. No further complications.